Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 (specific date not reported). This report is submitted on march 5, 2024.

Event description:
Per the clinic, the patient underwent revision surgery (specific date not reported) to reposition the device due to an extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 31, 2024.